Manufacturer narrative:
(B)(4) for the reported event of detachment of device or device component.

Manufacturer narrative:
Visual examination reveals that the exposed glass tip measures 0.5 mm and appears used. The pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached. The fiber is broken 160 cm from the distal tip.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a cysto ureterotomy with laser procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and was retrieved. The procedure was completed with another flexiva laser fiber. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a cysto urethrotomy with laser procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and was retrieved. The procedure was completed with another flexiva laser fiber. The patient condition at the conclusion of the procedure was reported to be fine.